Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The errors that occurred would not have allowed the customer to utilize the laser to complete the procedure. It is unknown if the case was aborted or if another surgical procedure was used to complete the procedure. There was no report of a patient injury.